Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted approximately one month post implant. No additional adverse patient effects were reported. This ICD has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Additionally, the header was firmly attached and the longevity calculation for this device passed.the device operated appropriately, according to its performance specifications. Analysis did not identify any device problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted approximately one month post implant. No additional adverse patient effects were reported. This ICD has been received for analysis.